Manufacturer narrative:
H3 other text : the device was evaluated at a third-party service center.

Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center it was noted that the lcd needs to be replaced. Additional findings not related to the malfunction/issue include a preventative maintenance is required and missing rubber feet. Additionally, the cord clamp replacement is required.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center it was noted that the lcd needs to be replaced. Additional findings not related to the malfunction/issue include a preventative maintenance is required and missing rubber feet. Additionally, the cord clamp replacement is required. The device error code was incorrectly reported and has been changed to reflect the correct code for the issue with the device's screen.